Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. (B)(4).

Event description:
The ICD involved in this MDR was interrogated upon scheduled follow-up on (B)(6) 2010. The physician reported that he observed recorded episodes of ventricular oversensing, classified as vf / non-sustained (e.g. (B)(4) 2010 - 06:59).